Event description:
Philips received a complaint on the philips mrx defibrillator indicating that the device did not pass calibration and was found to be delivering energy below the tolerances. There was no reported patient involvement. Available details indicate that the device did not pass calibration and was delivering energy below the tolerances. Details provided in an update email response from that the field service engineer replaced the device¿s capacitor and the device was successfully returned to service.